Event description:
It was reported that during preparation for percutaneous transluminal angioplasty, separation of the shaft occured. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified right common femoral artery. A 4 mm x 1.5 cm x 140 cm small peripheral cutting balloon was selected to treat the target lesion. During preparation, the balloon protector could not be removed from the balloon. The balloon protector was then pulled and the shaft separated. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The proximal section of catheter was returned. The distal section was not returned. The shaft had detached at 118.2cm from the catheter strain relief. This is consistent with the reported shaft detach upon attempted removal of the balloon protector cap. No further damage was noted to the returned section of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for percutaneous transluminal angioplasty, separation of the shaft occured. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified right common femoral artery. A 4 mm x 1.5 cm x 140 cm small peripheral cutting balloon was selected to treat the target lesion. During preparation, the balloon protector could not be removed from the balloon. The balloon protector was then pulled and the shaft separated. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.